Manufacturer narrative:
Upon reception of the subject tablet, the reported issue was not confirmed. It was possible to interrogate different implantable medical devices (alizea, eno) without any difficulties, and no abnormalities were observed. According to the provided files, errors occurred during inductive communication. The tablet was unable to retrieve the ble encryption key. As a result, ble communication could not be initiated, leading to the reported behavior. The most likely hypothesis to explain the reported issue is the presence of excessive electromagnetic interference during the ICD interrogation, such as nearby screens, laptop chargers, electrophysiology magnetic sensors, or other telemetry heads. This interference may have interrupted communication and made it impossible to interrogate the ICD. It is therefore recommended to avoid, as much as possible, noisy electromagnetic environments near the telemetry head while a device is being interrogated. This case is retained and utilized for trend purposes.

Event description:
When interrogating cardiac prostheses (eno and alizea), the tablet refused to interrogate them several times. With the alizéa (537gb046), the nurses finally managed to interrogate it once during the session and everything worked correctly. Immediately afterwards, they tried to interrogate an eno (420cr384), but again, it was difficult to interrogate and then impossible to program.

Event description:
When interrogating cardiac prostheses (eno and alizea), the tablet refused to interrogate them several times. With the alizéa (537gb046), the nurses finally managed to interrogate it once during the session and everything worked correctly. Immediately afterwards, they tried to interrogate an eno (420cr384), but again, it was difficult to interrogate and then impossible to program.